Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.25 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found the stent was damaged on the distal section of the stent, with stent struts lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent got caught in the calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-sep-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left circumflex artery. A 2.25 x 32mm promus element plus drug-eluting stent was advanced but failed to cross lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, returned device analysis revealed stent damage.